Manufacturer narrative:
Device passed displacement test and selftest. Device received with unexpected battery power loss and high sleep and active current measurements due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer replaced a battery of the insulin pump but it turns completely off within 10 seconds. Customer's blood glucose level was unknown. Customer also stated that the battery cap and space was clean and intact. The device will be returned for analysis.